Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2013. There was no evidence in the history log that would suggest the user attempted to upgrade the software version. Routine testing did not reveal a fault with the device or any component of the device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. The device malfunctioned because it failed to upgrade to new software.